Event description:
It was reported that the unspecified acculink stent was implanted without issue in the internal carotid artery. After the procedure, it was noted that the stent had expired one month prior to the procedure. There were no adverse patient effects. No intervention or medication was required. The patient was reported to be doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the rx acculink carotid stent system instructions for use states: do not use after the use by date specified on the package. Based on the information reviewed, there is no indication of a product deficiency.